Event description:
Maquet hemopro harvesting dissector engaged independently causing thermal injury to saphenous vein. Maquet reps notified. Vein harvesting re-useable cord identified as the problem; product taken out of service, sales rep notified. ======================health professional's impression======================the reusable cord has been identified as the problem - which caused the dissector to engage independently - causing a thermal injury to the saphenous vein.